Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient said the device hasn't worked for years. They think it worked for them the first year they had the device, but it was hard to control and they were never able to get the patient programmer (pp) placed and get it done. At the time, the patient's nephew lived with them. Prior to the call, the patient said they would drive to the clinic on friday afternoons which was a nightmare, but they finally gave up on the device. The patient refused to try and adjust the settings because the person there to help them was not a healthcare provider (hcp) or nurse. They said they didn't want to take responsibility of checking or adjusting the settings. As a result of what was reported, a hcp listing was sent to the patient. A loss of therapeutic relief was reported. The patient wants to have their device removed, but they have to wait until their vision issue resolves (see related event). No further patient complications have been reported as a result of this event.